Manufacturer narrative:
This is the final report for this event. The initial medwatch report was previously submitted under reference no. 3007886187-2026-00001. The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. No adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Based on the information received, the issue was entirely a labeling mix-up on the theater sticker; there was no defect with the quality, performance, or sterility of the actual device. All other packaging labels (foil bag, envelope, box) showed the correct dates. While the surgeon probably chose to remove (ex-plant) the device out of caution due to the conflicting expiration dates, the product did not cause any clinical malfunctions, patient injuries, or medical complications. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labelling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the use of the device. No trend or deficiency has been identified. CAPA 2026-007 has been raised, and the case will be subject to trending. If additional information becomes available, the investigation will be re-evaluated. MFR# reference# (B)(4).

Event description:
This spontaneous medical device report from the united kingdom involves a patient (age and gender unspecified) who underwent surgical implantation of one btm-0505 sheet (lot: 250407al3) to an unspecified anatomical location. On 17-apr-2026, the manufacturer became aware of a packaging mislabeling issue where the external plastic envelope and the device's internal "sticky" labels recorded conflicting expiration dates, though the date on the internal sticky label correctly matched the date of manufacture. The implanting surgeon requested immediate regulatory and clinical advice regarding whether the device should be removed due to the labeling discrepancy. On (B)(6) 2026 follow-up information confirmed that the surgeon subsequently explanted the btm device as a precautionary measure. Photographic evidence of the labeling discrepancy was captured for evaluation. Reasonable attempts were made to obtain additional clinical and device tracking details, but no further information has been provided to date; the investigation is currently closed based on available data and will be reopened if value-added details are received.